Event description:
It was reported that the patient arrived at the hospital due to receiving multiple shocks from the device. It was noted that the patient received inappropriate shocks due to afib with rapid ventricular response. The ICD was reprogrammed but the patient still received multiple shocks from the device due to programmed settings. The physician later explanted the device due to normal eri and the patients condition was good at the end of procedure.